Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. UDI = (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7¿ device was used in the esophagus during an elastic variceal ligation procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the band failed to release. The procedure was completed with another speedband superview super 7¿ device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Received one speedband device with the irrigation catheter and velcro strap for analysis. The ligator head was not returned. It was noticed that the crimp was present on the trip wire and the proximal section of the trip wire was bent. Visual examination found the trip wire completely rolled in the handle and secured in the handle assembly. The suture was intact and attached to the trip wire loop. An examination of the handle assembly found the shank to have been broken from the handle bracket. The ultrasonic energy directors of the shank and handle bracket were properly melted and the joint appears to have been properly ultrasonically welded. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an elastic variceal ligation procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the band failed to release. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.